Event description:
New information received from provider. The device used is not manufactured by allergan.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5

Manufacturer narrative:
Corrected data: d1 and g2.

Event description:
A patient reported to allergan that a they received a coolsculpting treatment and noticed that they presented with possible post treatment. They've reported this to their treating provider who was unresponsive. Note: pqc could find no other case record with the patient's details. The case was received on (B)(6) 2023 from the patient. Pqc requiring new record was identified on (B)(6) 2023.

Manufacturer narrative:
Additional information.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.